Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the therapy turning off and difficulty turning it back on was due to the charging dock not being plugged in correctly. The dock was charged on a bad outlet at the patient¿s house and would only charge to about 15% so when they went to charge it was only receiving a partial charge. The patient corrected the charging dock issue which resolved all the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator turned off while a patient was watching tv. The patient noted that the previous morning, the device was at 50% power, and after charging it back to 100%, they experienced difficulty in turning the therapy back on. There was a concern about the device potentially turning off while driving with grandchildren. The patient requested assistance to have the device checked. The resolution involved educating the patient and providing information.